Manufacturer narrative:
Added date of birth. Added additional event information. Corrected conclusion code.

Event description:
It was reported the proximal type I endoleak and distal dissection were both related to continued aneurysmal degeneration of her aorta. It was reported the cause of death is unknown, and it is unknown if the death was related to the gore device or procedure. No further information regarding the patient¿s death is reportedly known.

Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - albuterol, amiodarone, amlodipine, apixaban, aspirin, atorvastatin, certirizine, levothyroxine, metoprolol, tamoxifen. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the gore® tag® thoracic endoprosthesis include but are not limited to endoleak and reoperation.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of an 8.2 cm descending thoracic aortic aneurysm whereby a conformable gore® tag® thoracic endoprosthesis was implanted just distal to the left subclavian artery. It was reported the patient was lost to follow up after implant. On (B)(6) 2017, follow up imaging showed enlargement of the proximal descending thoracic aortic aneurysm to 9.7 x 8.0 cm (previously 8.3 x 6.2 cm in 2014). It was reported the CT showed a proximal type I endoleak with a lack of proximal wall apposition (reported as ¿bird-beaking¿). The CT also reportedly showed a new focal nonflow-limiting dissection of the distal descending thoracic aorta beyond the previously placed ctag device, which appeared to be anatomically distinct from the more proximal aneurysm. The CT also showed marked acute angulation of the descending thoracic aorta with two 90-degree or less angulations. It was reported the patient was asymptomatic. On (B)(6) 2017, the patient underwent treatment of the proximal type I endoleak and new distal descending thoracic aortic localized dissection and aneurysm. During the procedure, two additional conformable gore® tag® devices were implanted, with one device implanted proximally to treat the endoleak and one device implanted distally to cover the localized dissection of the aneurysm. Final imaging showed good flow in all three arch vessels with no evidence of the proximal type I endoleak, and the distal aneurysmal portion with dissection was completely covered with no flow noted. The patient tolerated the procedure. On (B)(6) 2017, the patient expired reportedly due to an unknown cause. Additional information has been requested.